Event description:
This patient underwent a right modified radical mastectomy and immediate reconstruction with a latissimus flap and adjustable implant in 10/04. Final pathology revealed the need for postoperative radiation including the anterior skin. The radiation oncologist required complete deflation of the implant during radiation treatment. The patient completed radiation treatment 4 weeks prior to surgery 8/05 to remove the implant. Although the port could be accessed, fluid was not able to be injected, probably because of kinking of the filling tube. The decision was made to remove this adjustable implant and put in an expander and attempt expansion of the radiated tissue and salvage the latissimus with implant reconstruction.